Event description:
It has been reported to co that the pt had an allergic reaction after the device was inserted into the pt. The physician made two punctures into the right femoral artery of pt and inserted one catheter introducer into each puncture site. The physician inserted a guide catheter into one device and a biotronik pacing lead guide catheter into the second device. The physician advanced these devices forward. Within a short time the pt had an allergic reaction with face and body erythema and edema. The pt was treated immediately with corticoids and the allergic reaction disappeared. The pt is reported to be fine.